Manufacturer narrative:
Section a2: age / date of birth: 68.6 ± 14.5. Section a3a: gender: female n (%): 27 (45.0). Section a3b: unknown/ not provided. Section a4: weight: unknown/ not provided. Section a5: ethnicity n (%): hispanic 1(1.7). Section a6: race n (%): white: 23 (38.3), black 18 (30.0), hispanic 1(1.7), indian 1(1.7), unknown/others 17 (28.3). Section b3: date of event: unknown, not provided. However, accepted date stated december 22, 2023. Section d4: model number: unknown, but partial model bgi-250 provided. Section d4: catalog number: unknown, but only partial catalog number was provided as serial number not provided. Section d4: serial number: unknown, information not provided. Section d4: expiration date: unknown, as the serial number was not provided. Section d4: UDI number: unknown, but only partial number provided as serial number not provided. Section d6a: if implanted, give date: unknown/not provided. Section d6b: if explanted, give date: unknown/not provided. Section h3- no: the device was not returned for evaluation and the serial number for this device is unknown/not provided; therefore, no further product investigation can be performed. Should any further relevant information become available a supplemental medwatch will be filed. Section h4: device manufacture date: unknown, as the serial number was not provided. Section h6: health effect-impact code: 4625 (to capture secondary surgical intervention: surgical intervention and yag). Section h6: health effect-clinical code: 4468 (to capture hypotony- transient and persistent. Section h6: health effect-clinical code: 2138 (to capture vision loss and diplopia-persistent). Citation: shalaby ws, reddy r, wummer b, huang p, lee d, razeghinejad r, pro mj. Ahmed clearpath vs. Baerveldt glaucoma implant: a retrospective noninferiority comparative study. Ophthalmol glaucoma. 2024: pp.1-9 https://doi.org/10.1016/j.ogla.2023.12.006. Issn 2589-4196/24. Attempts have been made to obtain missing information; however, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The following article was received based on literature review. Article: ahmed clearpath vs. Baerveldt glaucoma implant: a retrospective noninferiority comparative study a single-center, retrospective, comparative study was done to compare the efficacy and safety of 2 nonvalved glaucoma drainage devices (gdds): ahmed clearpath (acp) vs. Baerveldt glaucoma implant (bgi). A total of 128 eyes of 113 patients with glaucoma were included in the study: 63 eyes underwent acp (agv; new world medical inc) implantation and 65 eyes underwent bgi implantation (bgi; advanced medical optics). Twenty-one eyes were implanted with the 250mm2 plate while 44 eyes were implanted with the 350 mm2 plate. It was reported that 3 eyes met the failure criteria by the end of follow-up in the bgi group due to elevated intraocular pressure (iop) > 21 mmhg. It was reported that there was a bcva decline > 2 snellen lines in 23.1% of bgi eyes by the end of follow-up. In the bgi group, postoperative complications reported include diplopia (n=5 eyes), transient hypotony (n=7 eyes), persistent hypotony (n=1 eye) that led to either hypotony maculopathy or serous retinal detachment, choroidal effusion (n=9 eyes), suprachoroidal hemorrhage (n=1 eye), recurrent tube erosion (n=1 eye), and tube blockage (n=1 eye). Interventions reported include conservative treatment with prisms (n=3 eyes), conservative treatment (n=7 eyes), tube revision (n=5 eyes), strabismus surgery (n=1 eye), anterior chamber (ac) reformation (n=5 eyes), tube removal (n=1 eye), surgical drainage (n=3 eyes), and yag laser (n=1 eye). Other complications included hyphema that required surgical washout (n=1 eye), intraocular lens dislocation with vitreous prolapse occluding the tube that required lens reposition and anterior vitrectomy (n=1 eye), retinal tear that required laser retinopexy (n=1 eye), and vitreous hemorrhage that was probably due to retinal vein occlusion (n=1 eye). It is not clear if these complications occurred in the eyes implanted with the bgi or the other product. Other jnj products were mentioned but no complaints were reported against them. A copy of the article is provided with this report. This report is for suspect device, model bgi-250mm product problem issues. Separate reports are being submitted to capture the adverse event issues for suspect device, model bgi-250mm, product problem issues for suspect device, model bgi-350mm and adverse event issues for suspect device, model bgi-350mm.